Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing discomfort described as an electrical current down her legs. As a result, the ipg was explanted (exact date unknown).